Event description:
It was reported that the zimmer air dermatome was cutting on the outside but not the middle. No add'l clinical info was available regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 09/04/2001 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed that the master blade was not flush with the control bar. Prior to repair, the device was outside calibration spec at the 0.010", 0.020" and 0.030" thickness settings on the left side only. Improper handling most likely caused the lack of flushness of the control bar with the blade and lack of calibration, which most likely caused the customer's reported event. The device was serviced and returned to the customer.